Manufacturer narrative:
Prior to implanting the vrd, shuttle sheath 6fr 90cm/cook, prowler select plus (606-s252fx), chikai 200cm, 0.014inch/asahi intecc were utilized. Other devices utilized during the procedure were, excelsior sl-10(type 45 degrees)/stryker, echelon 10(type 90 degrees)/ev3, radifocus gt 18cm 0.012inch(type 45 degrees, 90 degrees total 2)/terumo, v-track microplex compass(9mm x 28cm)/terumo, v-track microplex hypersoft(5mm x 6cm total 2, 3mm x 6cm, 3mm x 4cm total 2)/terumo, gdc10 360(9mm x 20cm)/boston scientific, gdc10(7mm x 15cm, 6mm x 10cm total 2, 5mm x 8cm)/boston scientific, ed10 extrasoft(4mm x 4cm total 3, 3.5mm x 4cm, 3mm x 6cm total 2, 3mm x 4cm total 3, 3mm x 3cm total 3, 2.5mm x 6cm total 2)/kaneka, orbit galaxy(640cx0406 total 2), orbit(637cf0510). However, lot number are all unknown. During the procedure, jailed technique and trans-cell technique were utilized. No further information is available and procedural images are not available. The 1-year follow-up showed that the aneurysm neck was 8.5mm, and the neck to sac ratio was 8.5mm:8.9mm. The parent vessel size diameter proximal was 3.7mm and distally was 2.4mm. The occlusion rate of aneurysm was 95%. Mrs was 0. The 2-year follow-up showed that the aneurysm neck was 8.5mm, and the neck to sac ratio was 8.5mm:8.9mm. The parent vessel size diameter proximal was 3.7mm and distally was 2.4mm. The occlusion rate of aneurysm was 85%. Mrs was 0. The product remains implanted and will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. (B)(4).

Manufacturer narrative:
The report from the clinical study ¿japan pms enterprise¿ for patient with (B)(6) indicated that two year angiogram revealed a recanalisation of the aneurysm neck due to coil compaction previously treated with codman and non-codman coils. Additional coil embolisation was performed on the same day. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. The outcome of aneurysm recanalisation as of the date of onset was resolved without sequeale. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. There is no more information available regarding this event for now. Prior to this event other information indicated that the procedure was coil embolization assisted with and enterprise vrd (enc452812/01427228) of a left posterior communicating artery, and 20 hours after the procedure an MRI revealed the cerebral infarction due to enterprise vrd thrombosis in left parietal region. The patient also developed a diplegia of right upper limb resulting from the cerebral infarction. Edaravone was administered and the patient underwent rehabilitation. The outcome of the events were all ¿ongoing, improved¿. The relationship of the cerebral infarction and diplegia of upper limb to the procedure was unrelated, whereas to the device was highly probable. No product malfunctions were noted. Also, during the procedure, the patient had a hematoma in the right groin puncture site. This was treated by angiopressure. The relationship of the hematoma to the procedure was unrelated and to the device was also unrelated. During the procedure, angiography was conducted. The unruptured saccular aneurysm neck was 8.5mm, and the neck to sac ratio was 8.5mm:8.9mm. The parent vessel size diameter proximal was 3.7mm and distally was 2.4mm. Mrs before the procedure on (B)(6) 2011 was 0, 1-week after the procedure on (B)(6) 2011 was 1, 1-month after the procedure on (B)(6) 2011 was 0. The act was 176 seconds pre anticoagulation and 314 seconds post anticoagulation. No information regarding inr, pt and ptt. The occlusion rate of aneurysm was 95% after the procedure. The 1-year follow-up was took place on 2012-may-07, aneurysm neck was 8.5mm, and the neck to sac ratio was 8.5mm:8.9mm. The parent vessel size diameter proximal was 3.7mm and distally was 2.4mm. The occlusion rate of aneurysm was 95%. Mrs was 0. The 2-year follow-up was took place on 2013-jun-19, aneurysm neck was 8.5mm, and the neck to sac ratio was 8.5mm:8.9mm. The parent vessel size diameter proximal was 3.7mm and distally was 2.4mm. The occlusion rate of aneurysm was 85%. Mrs was 0. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2009-ongoing, clopidogrel sulfate 75mg/day: (B)(6) 2011- (B)(6) 2013 -ongoing. Heparin 6000u was administered intra-procedurally. The patient medical history consisted of stroke (details unknown), hypertension and hyperlipemia. Prior to implanting the vrd, shuttle sheath 6fr 90cm/cook, prowler select plus(606-s252fx), chikai 200cm, 0.014inch/asahi intecc were utilized. Other devices utilized during the procedure were, excelsior sl-10(type 45 degrees)/stryker, echelon 10(type 90 degrees)/ev3, radifocus gt 18cm 0.012inch(type 45 degrees, 90 degrees total 2)/terumo, v-track microplex compass(9mm x 28cm)/terumo, v-track microplex hypersoft(5mm x 6cm total 2, 3mm x 6cm, 3mm x 4cm total 2)/terumo, gdc10 360(9mm x 20cm)/boston scientific, gdc10(7mm x 15cm, 6mm x 10cm total 2, 5mm x 8cm)/boston scientific, ed10 extrasoft(4mm x 4cm total 3, 3.5mm x 4cm, 3mm x 6cm total 2, 3mm x 4cm total 3, 3mm x 3cm total 3, 2.5mm x 6cm total 2)/kaneka, orbit galaxy(640cx0406 total 2), orbit(637cf0510). However, lot number are all unknown. During the procedure, jailed technique and trans-cell technique were utilized. No further information is available and procedural images are not available. The 1-year follow-up showed that the aneurysm neck was 8.5mm, and the neck to sac ratio was 8.5mm:8.9mm. The parent vessel size diameter proximal was 3.7mm and distally was 2.4mm. The occlusion rate of aneurysm was 95%. Mrs was 0. The 2-year follow-up showed that the aneurysm neck was 8.5mm, and the neck to sac ratio was 8.5mm:8.9mm. The parent vessel size diameter proximal was 3.7mm and distally was 2.4mm. The occlusion rate of aneurysm was 85%. Mrs was 0. The coils remain implanted and are not available for analysis, also no lot numbers were provided in order to conduct DHR. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. Procedural factors and vessel/aneurysm characteristics may have contributed to the reported aneurysm re-canalization. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken. (B)(4).

Event description:
The two year angiogram revealed a recanalisation of the aneurysm neck due to coil compaction previously treated with codman and non-codman coils. Additional coil embolisation was performed on the same day. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. The outcome of aneurysm recanalisation as of the date of onset was resolved without sequelae. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. There is no more information available regarding this event for now. The report from the clinical study ¿japan pms enterprise¿ for patient with ID #(B)(6) indicated that the procedure was coil embolization assisted with and enterprise vrd (enc452812/01427228) of a left posterior communicating artery, and 20 hours after the procedure an MRI revealed the cerebral infarction due to enterprise vrd thrombosis in left parietal region. The patient also developed a diplegia of right upper limb resulting from the cerebral infarction. Edaravone was administered and the patient underwent rehabilitation. The outcome of the events were all ¿ongoing, improved¿. The relationship of the cerebral infarction and diplegia of upper limb to the procedure was unrelated, whereas to the device was highly probable. No product malfunctions were noted. Also, during the procedure, the patient had a hematoma in the right groin puncture site. This was treated by angiopressure. The relationship of the hematoma to the procedure was unrelated and to the device was also unrelated. During the procedure, angiography was conducted.